Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: review of the black box data revealed records from the date of the event had been overwritten due to continued patient use. The available black box records revealed on loss of prime warning (162) with low non-zero force recorded 02 september 2017. On investigation, the pump powered on and was exercised for 24 hours without loss of prime duplicated. The force sensor unit was evaluated and determined to be within required specifications. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.